Event description:
The customer reported that the system was mixing pt images. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was installed during the service call. The system was tested and found to be working as intended and put back into service.